Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the cable leading to a faulty cable unit is likely caused by user handling. Regarding the cable damage, confirming the contents of the instruction manual, which was provided during delivery of the product, the following description was found. Therefore, it is determined that the phenomenon can be prevented: do not coil the camera cable with a diameter of less than 20 centimeters. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Per the legal manufacturer, the other issue identified in the initial report (cover labels slightly faded) has no potential to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed, the no image was caused due to a faulty cable unit. The rear cover labels were found slightly faded. The device was serviced and returned to the user facility. There was no patient involvement or any related injuries. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that there was no image coming out of the camera head. No patient injury was reported. No additional information has been provided.